Event description:
The customer contacted stryker to report that their device is getting stuck on the loading screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined a faulty pcb was the cause of the reported issue. The device was returned to the customer unrepaired as the pcb is not repairable.